Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was low. The customer¿s blood glucose level was 328mg/dl at the time of the incident. The customer reported that customer was sick in the hospital and because she was sick she had some highs and low blood glucose. She was overseas when this happened. Lows was in the 50mg/dl range and then at 38mg/dl while on the plane. The daughter declined to troubleshoot for the high and low blood glucose. The insulin pump will not be returned for analysis.